Manufacturer narrative:
Field service engineer found system fully functional. Fse was unable to reproduce system problem of intermittent no fluoro after 45 minutes of testing. Fse determined the older generator console software version may be contributing to intermittent no fluoro problem. Fse upgraded the generator console software version and completed a pm to validate all system functions. Fse verified for proper operation, tested all console and generator functions per sedecal generator with integrated console service manual. Unit returned to full service by the customer.

Event description:
On 05/15: customer reports during a procedure the computer failed. Customer reset the computer and room would work for awhile, then computer would fail again. Customer kept rebooting computer until patient procedure was completed. Patient was not under anesthesia. No reported injury.